Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 90 to 110 mg/dl. Back to back blood test performed using both meters and test result was 95 mg/dl with dr's meter and 55 mg/dl with trueresult meter. She performed blood test in the morning (B)(6) 2015 after meal and received result of 75 mg/dl, which is low for her. Customer feels well and observed no symptoms. Med intervention is not required at this time. Back to back blood test declined during call. Verified storage of test strips is within instructed specifications since they are kept in living room. Test strip lot MFR's expiration date is 6/25/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date and time not set correctly). No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference or user reused test strip or user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 90 to 110mg/dl. Back to back blood test performed using both meters and test result was 95mg/dl with doctor's meter and 55mg/dl with trueresult meter. She performed blood test in the morning (B)(6) 2015 after meal and received result of 75 mg/dl, which is low for her. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test declined during call. Verified storage of test strips is within instructed specification since they are kept in living room. Test strip lot manufacturer's expiration date is 06/25/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date adn time not set correctly): (B)(6). No adverse event reported.